Event description:
The first target lesion was located in the mid to proximal left anterior descending (lad). A 2.25 x 33mm cypher select plus stent was electively implanted at 12atm with satisfactory results. The second target lesion was located in the left main. A 2.5 x 18mm cypher select stent was electively implanted at 12atm with satisfactory results. The stent was not post-dilated. The third target lesion was a restenotic lesion located in a bypass graft. A 3.0 x 33mm cypher selected stent was electively implanted at 12 atm with satisfactory results. The stent was not post-dilated. The fourth target lesion was located in a bypass graft. A 3.0 x 18mm cypher select stent was electively implanted at 12 atm with satisfactory results. The stent was not post-dilated. Five days post-procedure, the pt was reported to have angina pectoris. At the one month follow-up in 2007, the patient was asymptomatic. In 2008, the pt had a consultation for asthenia. There was no cardiac insufficiency. Patient had cardiorespiratory standstill with bilateral mydriasis. The pt had a sudden cardiac death. The event was graded as unrelated to the implanted cypher stents.

Manufacturer narrative:
This device (lot i0107098) is distributed outside the united states; however, it is similar to the united states product. This device is one of five products associated with this event. Please refer to MFR report # 3003742446-2007-00412, 9616099-2008-01753, 9616099-2008-01757, and 9616099-2008-01758. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.